Manufacturer narrative:
Manufactures investigation conclusion: incidental finding: a compromised pcb circuit was confirmed. The reported event of a replace backup battery/backup battery fault alarm was confirmed. During the evaluation of the returned system controller serial number (B)(4) the reported backup battery fault alarm was reproduced. The battery returned with the controller (sn (B)(4) mfg date 2020-08-03) was installed into a test controller and the test controller displayed ¿charging¿ message as expected. The battery remained in the controller until it was fully charged, and the test controller displayed ¿charging complete¿ message. A test battery was installed into the returned and the controller activated a call hospital contact/ backup battery fault alarm. The controller was further evaluated, and the issue was isolated to a compromised circuit on the printed circuit board (pcb). A specific root cause was not able to be determined. The backup battery fault alarm did not affect the controller¿s ability to operate a test pump during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a new out of box system controller to program kept saying replace backup battery. Three different back up batteries were used, and the controller still didn¿t work. The clock was set appropriately. No additional information provided.